Event description:
The customer called to report that she was hospitalized due to high blood glucose levels over 400 mg/dl. The customer stated that she had been experiencing high blood glucose levels for the past week. Troubleshooting was performed, and found that the customer's basal rates were not programmed. The customer had previously called for assistance programming the insulin pump, but the only thing that was programmed was her bolus wizard info. Advised the customer not to use the insulin pump until she retrieves her settings from her health care professional. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.